Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer did not have pump and transmitter within range of each other. The customer's blood glucose level was 47mg/dl. Cause was not known. Customer addressed bg by consuming carbohydrates and drinking orange juice. Reportedly, the pump and the transmitter regained connection after customer repositioned devices.